Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to a blood glucose level of 578 mg/dl and high ketone levels. Customer was treated with intravenous saline and insulin, and was released from the hospital on (B)(6) 2021 with no permanent damage. Reportedly, the pump did not function as intended. While troubleshooting with tandem technical support (cts), it was discovered that the cartridge canister was cracked. Reportedly, the cartridge was changed to address the issue and insulin delivery was successfully resumed.